Event description:
It was reported that there was noise on the right ventricular (rv) lead and the lead was suspected to be fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: 407652 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.